Manufacturer narrative:
Water path of heat exchanger was pressurized. Failure of device was due to hole in the heat exchanger. Unable to determine actual cause of hole at present time.

Event description:
The membrane oxygenator leaked blood to water during the case. The unit was changed out and the case continued without complications or injury to the pt.